Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4). Depuy synthes has been information that the lot number of the device is not available. See associated medwatch: 1221934-2018-50345.

Event description:
It was reported by the sales rep that their expressew iii ac + gun had an expressew iii needle stuck in it prior to a rotator cuff repair. The case was completed with other like devices. There were no patient consequences or delays. The devices are being returned. This is report 2 of 2 for complaint (B)(4).

Event description:
Additional information received from sale representative on 13november2018: the devices would not be returned as they were discarded.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. Given the information provided we cannot discern a definitive root cause for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch report number: 1221934-2018-50345. Corrected data: device available for evaluation.